Event description:
During initial bardport, product code #0603870, lot # repg0312, low profile port, insertion, approximately 3-4 inches of the distal end -including tip- separated and migrated into right ventricle during flushing. After the flush, the surgeon inspected the junction between the port and the catheter as it had been difficult to advance the cuff easily, and it was noted that the catheter had slipped off the port though the cuff was still in place. The surgeon explored the wound locally and was unable to see the distal end. Fluoroscopy showed the catheter appeared to be still in the subcutaneous tissue, and the surgeon elongated the incision and achieved appropriate retraction but was still unable to visualize the tip. Intraoperative fluoroscopy was performed and the distal end appeared to be intravascular in the subclavian vein and the distal end that migrated into the right venticle appeared to assume a stable postion. It appeared to require an interventional procedure for removal. Which was completed without adverse events. Catheter is maintained by safety.